Manufacturer narrative:
Siemens field service engineer inspected the concerned unit and performed ground measurements, which were all in tolerance. No voltage was present on the cover of the lcb. The s1 switch (toggle switch) was initially found to be defective, and it was replaced by the service engineer. Following the replacement of the s1 switch, the performed ground measurements were also within the specifications. Visual inspection of the toggle switch did not identify any physical damage. However, it was determined that the green toggle button was wobbly, and the light indicator did not work properly. No other component was found to be defective. The service engineer was unable to reproduce the reported issue. No system malfunction was identified, and all electrical measurements were within tolerance. The s1 switch is designed to fulfill all the requirements for electrical safety. Based on the available information and design specification, the electrical shock could not occur on the surface of this lcb switch and this incident is determined to be an isolated case. Siemens requested the switch for a detailed technical investigation. Should the investigation identify a general design, systematic issue, or any other reason as root cause of this issue, a supplemental report will be filed. This report is submitted with an abundance of caution.

Event description:
Siemens became aware of an incident that occurred with the somatom perspective system. The operator received an electrical shock while switching the system on the line control box (lcb) via the green toggle button at the s1 switch. Additional information was received that following the incident no medical intervention was necessary and the operator did not complain about any health issues.